Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise and low, out of range, pacing lead impedance were observed on the atrial lead. The noise was not reproducible. The patient was stable and being monitored.